Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratches lcd window.

Event description:
It was reported the customer's insulin pump was unable to deliver a bolus. The customer's blood glucose was 400 mg/dl. The customer stated they were having high blood glucose because they had just eaten and was unable to bolus. The customer also reported a closed circle on their insulin pump that prevented insulin delivery. The customer was able to treat their blood glucose with a manual injection. Customer was unable to recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.